Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The customer confirmed the reported touchscreen issue. The customer reported that replacing the touchscreen corrected the issue.

Event description:
The customer confirmed the reported touchscreen issue. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. Event date not specified, estimate used.